Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed an itchy blister under the back therapy electrode pads. The patient's physician recommended placing a patch with first aid ointment over the irritation. Follow-up indicated that the patient ended use of the lifevest and the blister was improving.